Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing lead impedance measurement of greater than 2,000 ohms and high pacing threshold. Subsequently, this lead was fractured. The lv lead was surgically abandoned and a new lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.